Manufacturer narrative:
Complaint conclusion: during the stenting to the left superficial femoral artery, it was reported that the physician was unable to deploy a 6 x 150mm smart stent. He/she encountered the same difficulty with a second 6 x 150nn smart stent. The procedure was successfully completed with another smart stent of a different size with no reported patient injury. The event involved a (B)(6) male undergoing pta of his left superficial artery. The 90% stenosed target lesion was described as moderately calcified and mildly tortuous. Access was obtained via contralateral approach. After pre-dilation, a 5x 150mm smart stent was advanced to the lesion on a 0.035¿ guidewire (radifocus, terumo). The site reported that the smart sds was stored and handled, inspected and prepped according to the product IFU. They reported that there was nothing unusual noted about the sds prior to use and that there was no difficulty in flushing the sds. The sales representative, who was in attendance, reported that the physician may have withdrawn the inner shaft as opposed to the outer sheath during the prep of the device. The site reported that no difficulty was encountered while advancing the stent delivery system (sds) towards the lesion and no unusual force was used at any time during the procedure. The site was unable to report whether the sds went through any acute angles during its¿ advancement. The stent was advanced past the lesion and then withdrawn back into the lesion. The stent did not have to pass through a previously deployed stent. When the physician attempted to deploy the stent, he was unable to do so. The stent was removed and another 6x 150mm smart stent was advanced to the lesion on the same guidewire. When he tried to deploy this stent, the same issue occurred. The physician reported that he held the handle of the smart flat and straight outside of the patient. The physician exchanged this stent for another smart stent of a different size over the same guidewire. The sent was successfully deployed without any problems and the procedure completed. There was no reported patient injury. (B)(4): one non-sterile smart 120 150, sfa - 6x150mm was received coiled inside in plastic bag. Unit was partially deployed (3mm). Hemostasis valve was received open. No other damages could be observed. According to procedure the functional test (deployment process) was performed without any problem. Dimensional analysis was not performed due to functional test was performed without any problem. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the pre-deployment condition could not be conclusively determined. Controls are in placed at the processes to detect this kind of issue; (B)(4). Neither the DHR review nor the analysis suggests that the failure is manufacturing related. Therefore no actions were taken. The failure "sds- deployment difficulty-unable" reported by the customer was not confirmed since functional test was performed without problem. The exact cause of the reported failure condition could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. The product IFU instructs users to unlock the tuohy borst valve on the inner shaft in a counter-clockwise fashion. Sheath retraction is achieved by grasping the luer hub in a fixed position and moving the outer sheath proximally relative to the inner shaft. The IFU further instructs that it may be necessary to slightly advance the entire sds to maintain stent positioning. Difficulty with stent deployment is possible when these steps not followed. Based on the information for review, it is not possible to definitively determine what clinical factors may have contributed to the reported issues. However procedural factors (deployment technique) may have contributed to them. The devices were returned to the manufacturer for evaluation. The ¿deployment difficulty-unable to¿ events could not be confirmed since both stents could be deployed without problem. One of the devices was also found to have a partially deployed stent when it was returned. Attempts to obtain further information from the site about this finding were unsuccessful. It is possible that the stent became partially deployed during shipping/handling since the device was returned with the tuohy borst valve open. The cause of these events could not be conclusively determined. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
During the stenting to the left superficial femoral artery, it was reported that after pre-dilatation with a balloon catheter (5/40mm), the first smart stent (6x150mm) was delivered to the lesion on a 0.035inch guidewire (radifocus, terumo). Then the physician tried to deploy the stent, but was not able to deploy. So, he stopped using it and removed it. A second smart stent (6x150mm) was delivered and the physician tried to deploy as well. However the same issue occurred with the second stent. Therefore the smart stent was exchanged for another new smart stent (different size) and it was delivered/deployed without a problem. The procedure finished successfully and there was no patient injury. The products were stored and handled according to the IFU. The products were inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery systems prior to use. There was no difficulty encountered flushing the sds. The delivery of the sds to the lesion was contralateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. It is unknown if the stent delivery systems passed through any acute bends. The sds did not pass through a previously placed stent. The same 0.035 guidewire was used with all three stents. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was 90%. It was noted by the account representative, that during prep, the physician might have withdraw the inner shaft not the outer sheath. Per the failure analysis, the smart control stent unit (lot#16050596) was received was partially deployed. Multiple attempts to gather additional information from the account as to the device being partially deployed have been made and have been unsuccessful.